Event description:
The account alleged the head of the bed would not raise. No pt impact.

Manufacturer narrative:
The account found the hydraulic manifold is clogged. The account replaced the hydraulic manifold to resolve the issue.